Event description:
Atrial unipolar lead impedance warning on (B)(6) 2023. Carealert last noted a unipolar lead impedance warning (B)(6) 2023 a lead impedance measurement at this time 209ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).